Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that before inserting the intra-aortic balloon (iab), the optical sensor was connected to the console and it generated a fiber optic sensor failure alarm. Re-connecting the optical sensor did not resolve the issue. The iab was then replaced and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The pressure tubing was returned. The fo sensor was broken from inside the sc connector. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed the reported sensor failure due to the broken fiber inside the sc connector. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).